Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The monitoring pc board was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported alarms for high peep and failed pressure transducer test during pre-use check. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilation had a wrong peep ( positive end expiratory pressure) value while on patient. The ventilator failed pressure transducer test during pre-use check. There was no patient harm. Manufacturer's ref.#: (B)(4).